Event description:
Boston scientific received information that this patient passed away one day following the pacemaker implant procedure. The field representative confirmed that the physician felt the patient's death was not related in any way to the device and that the patient was very ill with a sick heart. The patient was never discharged following the implant procedure. The device was not explanted post-mortem. The field representative had no further information to provide.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.